Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00042. A non-sterile orbit galaxy cmplx xtrasoft coil 4x8 was received coiled inside of a plastic bag. The hypotube was inspected and was found kinked at 24 and 110cm from the proximal end of the hub. The introducer was found unzipped and no obvious damages were noted on it. The support coil and the gripper were found outside of the introducer while the embolic coil was not returned for evaluation. The gripper was inspected under microscope. No damages were noted on the gripper as well as no obstructions or damage was noted on the purge hole, also marks of the embolic coil where attached to the gripper can be observed. A review of the manufacturing documentation associated with this lot 17541015 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the premature detachment was confirmed as the embolic coil was not received attached to the gripper, however it is unknown when and how this condition occurred. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process; procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00042. (B)(4). Concomitant medical products: guidewire (transend ex, stryker); guiding catheter (4.2fr goodtec); micro catheter (virtus, kawasumi laboratories (boston scientific)); galaxy syringe. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, during the procedure an orbit galaxy coil prematurely detached during insertion through the microcatheter. The procedure was coil embolization of an aneurysm at collateral vessel to the pulmonis. The patient¿s vessel was mildly torturous and not calcified. After the guiding catheter was placed, the micro catheter and the guidewire were approached to the subclavian artery. The coil embolization was started with a coil (orbit galaxy) and the og cmplx xs (complaint product) was the 6th coil prepared to be used for the procedure. The coil prematurely detached during insertion. Therefore, the coil was replaced with another coil (lot unknown). The procedure was successfully completed without further issues. However, due to the event it was delayed by 10 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to (and after) the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for investigation. No further information is available.